Event description:
Product analysis was completed and approved on (B)(6) 2012. The reported allegation of "spontaneous change in generator programmed settings" was not confirmed based on the vns programming history database. The programming history printout for this device shows no spontaneous change in parameter settings. The reported allegation of "cognitive changes" cannot be evaluated in the pa laboratory setting. However, the depleted battery may have been a contributing factor. The reported allegations of "no stimulation", "energy output to patient tissue incorrect", and "end of service" were duplicated in the pa laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
A review of clinic notes dated (B)(6) 2012 found that the physician checked the patient's vns and the vns indicated that the battery life was very near end of life. He further stated that the output current "self-adjusted to preserve battery life". He states that the current output current is 0.75 ma, while the output current in (B)(6) was 2.50 ma. It was stated that the magnet current similarly "self-adjusted from 2.75ma" in (B)(6) to the current settings of 1.00 ma. It was unclear in the notes if "self-adjusted" referred to the physician changing the settings himself, or if the device was found to be at lower settings than expected upon interrogation. In addition, it was noted that the patient experienced feelings of "being spacey" and having difficulty staying on-task. The patient's medications were increased while waiting to get the battery replaced, and a surgeon was referred. All attempts have been made to obtain further information; however, they have been unsuccessful. The patient was scheduled and underwent surgery on (B)(6) 2012. An implant card was received, which confirmed that the patient's generator was explanted on the surgery date and replaced. The reason for replacement was noted as "battery depletion" with near end of service marked unknown. The patient's product was returned on (B)(4) 2012, with the reason for product return listed as "battery died" and explant reason noted as "end of service (battery depletion) eri=unknown. Product analysis has not yet been performed on the returned product.